Event description:
Report received of an independent rate change. It was reported that the "i.v. Changed rate on secondary line then changed volume to be infused." No specific programming parameters were provided. The device was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required.